Event description:
The star total ankle replacement tibial component, sliding core mobile bearing, and talar component was removed due to an open wound infection. An antibiotic spacer was put in place until(B)(6) 2014 when the surgeon replaced all three components.

Manufacturer narrative:
Additional removed components: star total ankle replacement, sliding core mobile bearing model #: 400-141, lot #: 1147025, expiration date: 12/01/2016, date of implantation: (B)(6) 2013, date of explantation: (B)(6) 2013, device manufacture date: 12/2011. Star total ankle replacement , talar component, model #: 400-252, lot #: 091204/2291, expiration date: 04/01/2015, date of implantation: (B)(6) 2013, date of explanation: (B)(6) 2013, device manufacture date: 04/2015. There were no deviations reported in the DHR for part numbers 400-141 lot 1147025 or 400-252 lot 091204/2291. The DHR for part no. 400-263 lot 100325/0133 noted that 2 our of the 40 pieces were discarded, and 10 pieces were reworked; all released parts were within specification.